Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, the jar lid was difficult to open and the sealing material was stuck to the glass jar. The valve was replaced with a new valve. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed, the original outer packaging was found damaged. Amber stains were observed throughout the outer packaging suggestive of dried glutaraldehyde. There was a small amount of solution inside the jar, the outer label was also damaged. The safety seal on the returned jar was received broken and misaligned. As reported in the event, the jar was previously opened; therefore, a cap torque test was not performed to evaluate against the difficult to open jar allegation. It is possible a reading from the torque tester would be unreliable as the jar has been compromised. Upon opening the jar, strips of gasket material were found along the circumference of the jar mouth. A white particulate was found inside the jar. Dried, crystallized glutaraldehyde remnants were observed along the jar threads. The lid was assessed. The gasket was found twisted in one area of the lid. Tears were found along the gasket. It is possible the twisted gasket within the lid did not fully close the jar resulting in the observed signs of leakage and damages on the packaging during trans it. The gasket was removed from the lid. Damages were found on approximately half of the gasket¿s circumference. The location of the damages on the gasket suggests the gasket was secured under the lid prior to the reported event as the damages aligned with the jar mouth. A loose piece was found on the gasket during the assessment. The particulates were analyzed. These particles were spectroscopically consistent with polydimethylsiloxane medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.